Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: n im4cpb1, serial/lot #: (B)(6), ubd: , UDI#: 00763000395902 additional codes: img g02030 is applicable for the nim console. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the bluetooth was not working in the nim console. The nim patient interface was not recognized by the console. There was no patient impact.

Manufacturer narrative:
H3: product analysis of the nim console found that the customers complaint has been confirmed. The test patient interface does not r ecognize in dock. The power management board was faulty. The software was updated to v.1.7.5. Continuation of d10: product analysis of the patient interface found that the reported issue could not be confirmed. The patient interface was connecting via wired and wireless mode. The batteries were old, the stim 1 leads were loose on the afe board and the side fuse decal were faded. The software was upgraded to v.1.7.5. H6: previously applied codes fdm b17, fdr c20, fdc d16 and img g02005 g02030 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.